Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a hemostasis procedure thirteen days prior. (Patient gender, age and weight unknown) according to the complaint, during the procedure, inside the patient, inside the scope, the clip would not come out of the catheter. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was bent at a 90 degree angle at the capsule to bushing connection. This allowed the control wire to push the clip assembly away from the bushing without the ability to actuate the prongs. There was a kink in the control wire approximately six inches from the distal end. The clip assembly was located outside the over sheath approximately one half inch.